Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported her son's sensor readings are inaccurate. Customer also has issues with calibrating and inserting the sensor. Sometimes when customer inserts the sensor, it bends. Customer's blood glucose was 167 mg/dl. Customer's mother stated that during the night, customer will receive a low warning alarm. His sensor will read 42 mg/dl, but his blood glucose is 140 mg/dl. Customer's mother was advised of the possible causes. She was advised of proper insertion and calibration methods. Nothing further reported.